Event description:
It was reported the 512s was used during a laparoscopic cholecystectomy. It was reported the safety reset button would not set properly. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50181. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, the reported event was confirmed. The instrument was tested and would not arm as rec'd. The obturator handle was measured and found to be skewed. The obturator handle is welded during the assembly process.